Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. The disposition of the device remains unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, d1, d2a, d2b, d4, d6b, g4, h4, h6.

Event description:
Healthcare professional reported capsular contracture, baker grade I. Device has been explanted and replaced. This record is no longer reportable to the FDA and will be un-reported.